Manufacturer narrative:
The referenced device was returned for evaluation of the reported ¿loop wire burnt and disintegrated¿. A visual inspection was performed and the distal end loop wire and tip were damaged as the loop wire was split/broken. A piece of the loop wire appears to be disintegrated. The distal end was further inspected and noted that the top section of the yellow colored insulated sheath was burnt with char marks. The shaft of the electrode was inspected and was noted slightly bent. An activation test could not be performed due to the damaged loop wire. Based on the evaluation and similar reported events, the cause to the damaged loop wire was potentially due to operational error.

Manufacturer narrative:
The referenced device will not be returned to olympus, therefore, the exact cause of the reported event cannot be confirmed. The OEM conducted a DHR review; manufacturing and quality control review was performed for the affected lot or serial number without showing any non-conformities or deviations regarding the described issue. Based on similar reported complaints, the reported event can potentially occur if the electrode comes into unintended contact with other metal parts, e.g., surgical instruments while the high-frequency output was activated. As a preventive measure, the instructions for use contains several warning and caution statements to prevent damage to the electrode: "visually inspect the instrument prior to use. Warped electrodes, defective insulation and broken, cracked, or irregular cutting loops represent a danger for both the patient and the surgeon and must not be used. If the instrument is damaged or does not function properly, replace it." If additional information is received it will be reviewed and a supplemental report will be filed.

Event description:
The user facility reported that the device that became faulty during a therapeutic endometrial resection procedure. Sales representative reported "very routine procedure until 3/4 through when loop was observed to have burnt and disintegrated." The surgeon checked with a scope and did not find any device fragments inside the patient. The same loop device was not used to completed the procedure. There was no patient injury reported or need for medical intervention to prevent serious injury.